Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the inner lumen. One kink was observed on both the inner lumen and catheter tubing approximately 76.2cm from the iab tip. The three-way stopcock was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the catheter tubing approximately 54.6cm from the iab tip. The evaluation determined a catheter tubing penetration, confirming the failure reported. It is difficult to determine when or how this occurred. The leak size suggests that a sharp object may have caused it, no marks were found around the leak. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
Initial reporter full name:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, natalie had a patient on a iabp that was alarming "autofill failure". Natalie said that they decided to remove the iab. There was no blood in the helium tubing, and they felt the catheter was likely kinked or moved. They would replace the iab. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a